Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.